Manufacturer narrative:
The device history records were reviewed and no non-conformances were noted. The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
A spinalpak system was returned to the manufacturer. The patient reported swelling, she described the swelling sensation as muscle stiffening around the ribcage. She states she was prescribed hydrochlorothiazide for fluid build up. She also reported massaging from her physical therapist helped with the swelling. She reported it took two weeks for the swelling to go down and she is doing much better now.

Manufacturer narrative:
No fail condition was found after the investigation associated with swelling. Visual inspection to the unit confirms that no exposed wiring was observed. Further review of other component received as spinalpak unit, charger, ac adapter, cable assemblies and two (2) batteries confirmed they operated/function as intended specifically the unit run burn-in for 61 hours with no problem and the signal was within specification. No abnormal condition could be identified during the investigation and device evaluation that could be considered causal factor for the reported condition. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown.